Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were identified that required full analysis. Concomitant medical products: 419488 lead, implanted: (B)(6) 2007; 694765 lead, implanted: (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed infective endocarditis and persistent (B)(6) bacteremia. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.